Manufacturer narrative:
Product analysis: the error was confirmed. Atrial output was found to be out-of-specification. This was attributed to the main printed circuit board (pcb). The atrial connector was found to be broken. Case and hanger were found to be broken. Keypad window was found to be scratched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error. The epg was returned for service. There was no patient involvement. The device tested out-of-specification, during analysis.